Event description:
Patient initials: (B)(6) date of awareness: 1/6/2025. Patient rems ID:(B)(6). Provider rems ID: (B)(4). Reporter: patient chart; per 1/5/2025 discharge summary "54-year-old female with history of raynaud's and suspected crest (calcinosis, raynaud's phenomenon, esophageal dysfunction, sclerodactyly, and telangiectasisias) syndrome, obesity with osa (obstructive sleep apnea) and pulmonary hypertension who presents after finding her tunneled line for remodulin detached, subsequently admitted for new tunnel line placement. Hospital course complicated by hypotension, resolved without intervention. No growth on blood cultures".